Manufacturer narrative:
Additional information: d.4. Device lot number, expiration date, and UDI h.4. Device manufacture date investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information.

Event description:
It was reported that bd syringe 3ml ll w/ndl 18x1-1/2 blunt fill contained foreign matter. Verbatim: ¿there was an issue with the 3 ml syringe over the weekend in picu. A nurse opened a previously unopened 3 ml syringe (item 305060) and noticed a clear, stringy liquid (about 0.25 ml) inside. The affected lot number was 5345829. The floor discarded the syringe, so we no longer have the contaminated item.¿

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.